Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified proximal to distal right coronary artery (rca). A 6mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon had difficulty on crossing the bending of rca proximal-rca mid due to severe calcification, and the balloon ruptured. The procedure completed with a 3.5x6mm wolverine using a guide extension. No patient complications reported.